Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the there was leakage from the product. No patient impact indicated.